Event description:
The advocate stated her daughter received a blood glucose reading of 23mg/dl at school on the contour next link. She was not symptomatic. The mother brought the daughter's back up meter to school and retested her. The reading was 143mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate was advised to return the test strips for evaluation. New strips were sent to the customer.